Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, rv lead undersensing was noted prior to detection of treated ventricular fibrillation (vf) episodes. The rv lead also exhibited t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.